Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that due to an upper respiratory infection, the customer's blood glucose (bg) level was approximately 500 mg/dl and the ketone level was large (diabetic ketoacidosis). The customer went to the emergency room (ER) and was treated with insulin. The customer left the ER without being admitted to the hospital. The customer was "fully recovered" and felt great.